Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that threads of two closure tops were damaged during installation within surgery. They were both removed and replaced with an alternative closure top to complete the procedure. There were no reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
Additional information: (methods, results, and conclusions) - the returned closure top was evaluated. The threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.

Event description:
It was reported that threads of two closure tops were damaged during installation within surgery. They were both removed and replaced with an alternative closure top to complete the procedure. There were no reported patient impacts. This is report one of two for this event.